Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned for evaluation; however, a companion sample was returned and evaluated. The device was visually inspected and gravity flow tested with no defects noted. The reported problem could not be verified. The cause of the problem is unknown. The companion device operated within the desired product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set would not flow. The reporter stated that there was no flow even after opening the roller clamp. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.this is report 1 of 2.